Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the available records identified the following: (summarized by hcp). Findings: per-op health score ¿ 85, general/spinal anesthesia. Asa ii, d/c home with aspirin for dvt prophylaxis, d/c home with mymobility exercises, right intraoperative proximal femur fracture resulting in orif. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 010000661, lot: 6736798, part: 30103203, lot: 64669134, part: 12-115114, lot: 6714522.

Event description:
It was reported that patient experienced a right intraoperative proximal femur fracture during an initial procedure. Attempts have been made and no further information has been provided.